Manufacturer narrative:
Additional product: hoyer 2-point classic sling, 112-p-lc, h fine & sons ltd/(B)(4). Sling chains, 133-s-c, h fine & sons ltd/(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, during one of the labs, nursing student was required to use the lift / sling combination, and to have it used on her. While she was suspended over the side of the bed, one of the s-hooks broke, causing her to fall onto the lift, causing injury to her back. The suspicion is that one or more of the s-hooks on the lift / sling and parts of the chain had been replaced by weaker materials, altering its design. The student sustained the following injuries but not limited to: injuries to low back, including spinal injuries, myofascial injuries, tendon and ligament damage, and other injuries resulting in severe pain and limitation; injuries to mid back and neck; injuries to left shoulder, including a labral tear requiring surgical intervention; surgical intervention to implant a spinal stimulator; infection at the spinal stimulator surgical site, requiring hospitalization and surgical removal of the spinal stimulator; numerous medical procedures and appointments, including injections, manipulation, physical therapy, and other modalities in an attempt to relieve chronic pain. Complaint (B)(4) was entered into our system.